Manufacturer narrative:
Novasure disposable received and investigated. Visual inspection was performed, and it was found that external sheath was torn, and this issue seems to be the responsible of the hole in the array (see pictures on the last page). Functional testing was not performed because array was not able to be retracted. Hence the complaint can be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on october 12th , after performing a novasure procedure , the physician observed a hole in the mesh after the ablation. The physician performed a hysteroscopy to check for any debris in the uterine cavity and did not observe any. The patient was discharged without issues. No other information is available.